Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's color lcd display cable was removed and returned. The malfunction was duplicated and attributed to a faulty color lcd display cable. A replacement color lcd display cable was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display showed colored vertical lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.